Event description:
The surgeon had performed a patellofemoral partial knee arthroplasty using mako's robotic arm interactive orthopedic sys (rio) on (B)(6) 2012. Nearly ten months after the procedure, the surgeon revised the pt to a total knee due to pain and audible crepitus experienced by the pt.

Manufacturer narrative:
As part of normal complaint f/u an eval was performed by mako surgical with regard to the event. The case session file was reviewed, and engineering determined that all implant planning was in accordance with the makoplasty surgical technique guide (pn 201844) and the implant was placed properly. While joint squeaking and crepitus can be caused by implants being placed too tightly in the joint, the issue related to this event could not be confirmed.